Manufacturer narrative:
The explanted devices were not returned to ams. Unable to determine if there was a device malfunction based on information provided. No physician evaluation available. Three attempts were made to contact the physician without a response.

Event description:
A physician reported she had to remove elevate mesh from "several" patients. She wasn't sure that it was implanted in a "proper candidate" and didn't blame the product but perhaps patient selection. No further information provided. Ams requested additional information.